Event description:
It was reported that cartridge alarm 20 occurred on pump and that caller had experienced cartridge alarms with consecutive cartridges. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use current pump as backup, and technical support arranged replacement pump, confirmed shipping address and warranty, instructed customer to place existing pump in storage mode and return it with a prepaid label within 10 days, and advised customer to re-enter pump settings and reconnect continuous glucose monitor on replacement pump, which customer understood and acknowledged.